Manufacturer narrative:
The product analysis indicates the bearings are rough. The pre-repair temperature test indicates the device overheated. The following temperatures were recorded. The rear was 79 degrees fahrenheit, the middle was recorded at 101 degrees fahrenheit and the nose was recorded at 185 degrees fahrenheit.

Event description:
The customer reported that the device was getting warm. There was no patient impact reported.

Manufacturer narrative:
The customer's complaint has been confirmed. The temperature test, the middle was 101f, the rear 79f, and the nose was 185f. The connector was found out of round, the locking mechanism inside the connector was bent, and the device had debris inside the housing. The device was repaired and tested to specifications. If information is provided in the future, a supplemental report will be issued.